Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. High current drain. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator was exhibited high current drain, the estimated longevity via programmer was 2-2.7 yrs remaining, the pulse generator had only been implanted a year. The device was programmed with outputs of 2.0 v at 0.4 ms in the right atrium and 1.0 v at 0.4 ms with auto capture on in the right ventricle. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited a high current drain due to a hybrid circuit component anomaly. After replacing the battery and downloading the product code the current drain returned to normal after approximately fifteen minutes. Device monitoring found that the high current drain did not recur. The hybrid was removed for further analysis and tested normal. The cause for the high current drain could not be determined.